Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2025 by the journal of surgical oncology titled ¿long-term recurrence rates after isolated arthroscopic bankart repair in selected patients without preoperative bone loss versus open latarjet procedure: a matched-pair analysis¿. The study reviewed forty-five (45) patients who underwent arthroscopic bankart vs open latarjet (no bone loss) using arthrex fiberwire, and labraltape to address soft tissue approximation and/or ligation. During the nine (9) year follow-up period, seven (7) patients experienced a revision. Ref: rieussec, c., cassinelli, j. E., hoffman, m., horteur, c. & barth, j. Long-term recurrence rates after isolated arthroscopic bankart repair in selected patients without preoperative bone loss versus open latarjet procedure: a matched-pair analysis. Am j sports med 53, 549-555, doi:10.1177/03635465241309330 (2025).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.